Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent the removal of antibiotic spacer and re-implantation of the permanent total left knee arthroplasty, including patellar, femoral, tibial components and polyethylene insert. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 3. On (B)(6) 2017, the patient underwent a right knee revision due to loosening of the tibial component, flexion instability, and pain. The surgeon reported the removal of the tibial component with a combination of double and single-sided reciprocating saws. He noted the femoral component was removed with a double-sided reciprocating saw to disrupt the femoral to cement interface. The surgeon indicated the patella was well-fixed and without significant damage, and not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017; (rt knee).